Event description:
End user reported that his unknown wheelchair moved when he was attempting to use the trapeze bar to transfer from the chair into his bed. User fell, sustained an undetermined injury.